Event description:
After using icy hot heat therapy back patch, I received a severe rash and burns as a result of using the patch. Dose or amount: 1 large patch for back; frequency: 1 use. Dates of use: hours: 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? No.